Event description:
It was reported that patient had a hemi arthroplasty (B)(6) 2007, since then patient has been dislocating off and one over the last 8 years, pt finally opted to have a revision, pt came to surgery, opened pt in normal fashion for a hip revision, doctor dissected down to the hip joint, removes unipolar and sleeve with a metal tamp, under the sleeve and on the trunion was amino r amount of metalosis, nothing that the doctor thought was a concern, noticed pt's acetabulum was shallow and could not ream a high hip center, he opted to use zimmer tantalum. Cup and acetabulum augment, once final preparation for augment was done the implant was placed into final position, final cup and liner implanted, a trial c-taper head was trailed to doctors satisfaction and good range of motion with no dislocation the final head was implanted, pt was closed in normal fashion and left surgery in satisfactory condition.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
The reported event was for dislocation and the event description indicated that the sleeve did not contribute to the event. In addition, this device does not interface with the acetabulum. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had a hemi arthroplasty on (B)(6) 2007, since then patient has been dislocating off and one over the last 8 years, pt finally opted to have a revision, pt came to surgery, opened pt in normal fashion for a hip revision, doctor dissected down to the hip joint, removes unipolar and sleeve with a metal tamp, under the sleeve and on the trunnion was amino r amount of metallosis, nothing that the doctor thought was a concern, noticed pt's acetabulum was shallow and could not ream a high hip center, he opted to use zimmer tantalum. Cup and acetabulum augment, once final preparation for augment was done the implant was placed into final position, final cup and liner implanted, a trial c-taper head was trailed to doctors satisfaction and good range of motion with no dislocation the final head was implanted, pt was closed in normal fashion and left surgery in satisfactory condition.